Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient reported the new aligners are cutting their upper gums. Requested additional information. Advised warm salt water rinses, provided tips for tissue bleeding, discomfort and hhtt.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.